Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor. The pump and portion of the catheter were explanted on (B)(6) 2024.

Manufacturer narrative:
D9 correction: the device return date was corrected from previously indicated as 2024-aug-27 to 2024-sep-10. Continuation of d10: product ID: 8781; serial#: (B)(6); implanted: (B)(6) 2018; partially explanted: (B)(6) 2024; product type: catheter. H3: a partial catheter was received which consisted of the sutureless catheter connector and portion of the proximal pump segment. Analysis of the catheter revealed damage to the connector that is consistent with difficulty detaching the catheter from the pump. H6 update / correction: the ime/ annex e code e2316 was not previously indicated in error. The previously applied annex c code c19 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: concomitant medical products: product ID 8781 lot# n796652006 implanted: (B)(6) 2018 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that part of the catheter was removed with it connected to the pump. The pump portion of the catheter was replaced. The implant date of the pump and catheter were provided. The granulation was checked and was removed, but only the cover came off. The pump was returned with part of the catheter attached. It was unknown if there was damage to the catheter. The cause of the catheter not coming off was asked, but unknown. It was asked, but unknown if there were any known factors that may have led or contributed to the connector site having been in a state where granulation. The issue was resolved after the pump and catheter were replaced.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Both the pump catheter are to be returned to the manufacturer.

Manufacturer narrative:
H3: analysis of the catheter identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: 28-sep-2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that when the pump was replaced (when the abdomen was opened and the pump was removed), an attempt was made to remove the catheter from the pump catheter connection site, but the connector site was in a state where granulation had entered the body. Granulation around the connector was removed and the connector's elliptical marker was pinched while attempting to remove it, but only the cover came off and the catheter did not come off. After removing the granulation from the connection site, remove the ellipse mark on the connector while holding it off. No further information was reported.